Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. A review of the device electronic record of the event showed that the device correctly identified a shock was not required, and advised the user to ¿begin CPR¿. There was no evidence of any usability difficulties in this recording.

Event description:
The customer contacted heartsine to report that their device unexpectedly shut off during patient care. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue during testing. The cause of the reported issue was determined to be the user powering off the device. There was no evidence that a malfunction on the device occurred. Furthermore, the clinical assessment of the event determined that the device use did not contribute to the patient's outcome. A review of the device electronic record of the event showed that the device correctly identified a shock was not required, and advised the user to ¿begin CPR¿. There was no evidence of any usability difficulties in this recording. Therefore, the initial MDR report with FDA reference# 3004123209-2025-00678 and stryker reference# (B)(4), submitted on 12/18/2025, was submitted in error, as there is no evidence that a malfunction occurred, and the device use did not contribute to the patient's outcome.

Event description:
The customer contacted heartsine to report that their device unexpectedly shut off during patient care. The patient involved in the reported event is deceased.